Event description:
The recipient reportedly experienced device migration due to a fall. The recipient underwent revision surgery.

Manufacturer narrative:
The recipient's activation reportedly went well. This is the final report.

Event description:
The recipient reportedly experienced device migration due to a fall. The recipient underwent repositioning surgery on (B)(6) 2018.